Event description:
The surgeon found the reamer to be faulty and could not seat a trident trial, and as a result he resorted to putting in a cemented cup. No further info is available.

Manufacturer narrative:
Eval of the device cannot be performed as the device was discarded and was not returned to the MFR. The catalog number and lot code for the reported device was not provided. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.